Manufacturer narrative:
The reported event is under investigation. A supplemental medical device report will be submitted when investigation is completed. (B)(4). (Exemption #e2015032).

Event description:
It was reported that the passport 12 patient monitor did not produce an audible alarm for a cardiac event. No patient injury was reported.

Manufacturer narrative:
Based on the evaluation of the device and the analysis of the information collected, it is concluded that the passport 12 monitor functioned within specification and the report of missed alarm resulted from the user action that established the alarm limit settings. The alarm limit was set to 6, and analysis of the log information showed that the patient event occurred at 4 seconds which would have not been detected. (B)(4). (Exemption #e2015032).

Event description:
It was reported that the passport 12 patient monitor did not produce an audible alarm for a cardiac event. No patient injury was reported.